Event description:
Orig surg: 1999. Patient: high activity level. Allegedly patient experienced groin and thigh pain. Per study coordinator, "x-ray revealed prosthesis against wall of femur (stem) - bone did not grow into prosthesis".